Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned pump for an alleged pump error 43, pump error 82 and pump error 130 found on (B)(6) 2023. Unit passed active current measurement, sleep current measurement test, self test, rewind, basic occlusion test, occlusion test and displacement test. Pump failed prime/seating test and force sensor test due to moisture damage on the force sensor. Pump did not alarm pump error 43, pump error 82 or pump error 130 during testing. Successfully downloaded history files and traces using thump. Verified the pump alarmed pump error 43, 14 times, in pump downloaded history on (B)(6) 2023 starting at 05:00:22.000 due to corroded home switch. Verified the pump alarmed pump error 82 on (B)(6) 2023 at 05:00:22.000 in pump's downloaded history. During self test, the red led indicator turned on and the vibrator motor vibrated with both functioning properly which indicates the hardware worked as expected. Pump error 130 was found, fifteen times, in the pump's downloaded history on (B)(6) 2023 starting at 02:38:03.000. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, serial number label fading, pillowing keypad overlay, keypad overlay texture damage and cracked select button keypad overlay. Pump error 43 confirmed due to corroded home switch. Unable to confirm for software anomaly due to insufficient data in the detail trace file, first date/time entry in detail trace is (B)(6) 2023 at 18:03:42.000, problem isolated to the electronic assemblies. Pump error 130 was not confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with missing information. The information had been updated and provided with this report.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Customer stated that the insulin pump passed displacement verification test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported of getting pump error 43 and 130. No further patient complications were reported. Customer was advised to discontinue the use of pump. Troubleshooting was performed and the issue was not resolved. The insulin pump will be returned for failure analysis.